Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was evaluated by a zoll field technician. During the investigation it was noted that the reported issue of the device shutting off was verified to be due to a defective battery pack. The battery was replaced. The device passed all functional testing and was recertified for clinical use. No trend identified against similar reports.